Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06233, 0001825034 - 2017 - 06234. Medical devices: unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n; unknown the device has not been returned for evaluation at this time. Follow up attempts are being done for product return. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to pain, metallosis and elevated metal ion levels. Attempts have been made and no further information has been provided.